Event description:
It was reported to medtronic neurosurgery that the device presented a leak at the 3 way stopcock on the bottom of the system and that it was discarded based on hospital protocol. No adverse impact or injury to the patient was reported.

Manufacturer narrative:
The product was not available for return. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies.